Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the backside of their adc freestyle libre pro sensor had "traces that look like it is burnt." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Observed corrosion through the sensor casing. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). De-casing of the sensor was not required as the corrosion was already visible from the sensor exterior. An extended investigation was also performed on the returned sensor and physical damage including burn marks and evidence of fire as reported by the customer was not observed. The corrosion observed upon investigation was caused due to liquid ingress on the pcba (printed circuit board assembly), however, this did not contribute to the user's complaint. Therefore the customer-reported issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the backside of their adc freestyle libre pro sensor had "traces that look like it is burnt." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported product is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the backside of their adc freestyle libre pro sensor had "traces that look like it is burnt." There was no report of death, serious injury, or mistreatment associated with this event.